Event description:
Report received indicated that while prepping the pta catheter balloon, it was noticed that a small catheter like fragment lodged on the tip portion of the wire approximately 3mm long. The guidewire was wiped down and the particle removed. There was no visual abnormalities noted on the guidewire; therefore, it was used in the procedure without any adverse consequence to the patient.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp). A distal 3 mm of the aviator tip was returned. The evaluation will be submitted in the follow up supplemental report in accordance to guidelines.